Event description:
Material no. 305106 batch no. 9028786 and 8324761 it was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needles were clogged and seemed dull. The following information was provided by the initial reporter: customer noted needles were clogged and difficult to administer botox, needles seemed dull as well.

Manufacturer narrative:
H.6. Investigation: ten (10) samples were received from the customer for investigation in unopened blister packs. Five (5) samples were from batch 8324761 and the other five (5) samples were from batch 9028786. All ten (10) samples were visually examined using 30x magnification looking for point damage or defects which could lead to a dull or blunt. The returned samples were found to not have any damage, the bevels were good and the etch was good with no defective grind or hooks observed. All ten (10) samples were also visually examined for clogs or blocked needles. The returned samples were found not to be clogged as light was able to pass through the needles. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion the conditions reported by the customer could not be confirmed. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9028786. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-01-28. Medical device lot #: 8324761. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-11-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305106, batch no. 9028786 and 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needles were clogged and seemed dull. The following information was provided by the initial reporter: customer noted needles were clogged and difficult to administer botox, needles seemed dull as well.